Event description:
It was reported the patient had pain and discomfort in their perennial area. It was stated the patient had stimulation to the point where he felt confident that he had enough stimulation to know it was functioning. It was noted the patient had some discomfort on the right side of his crotch area and also described the stimulation sensation as a ¿low voltage shock.¿ the patient wanted to keep it at this level so he knew it was working and noted ¿it was not uncomfortable, he just felt it.¿ it was stated it was only uncomfortable because the patient was turning it up beyond the point of being able to detect it but then turned down to 1.3. The patient had it set at 1.3 for several days and it was comfortable for him. The stimulation was originally set at 0.9 after implant surgery but slowly increased over time. It was stated the stimulation was intermittent, when the patient stood ¿he could feel stimulation sensation for 3 to 4 seconds, then it went away for a few seconds and continued to cycle like that.¿ at the time of report when the patient sat down in a chair the stimulation sensation went away. Reportedly, the patient thought program 1 was effective in treating his symptoms. The patient was redirected to their healthcare provider.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08a6v, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4)